Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: dtbb1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the device migrated. The pocket was revised and the device was explanted and replaced. It was further reported that the left ventricular (lv) lead was cut during the procedure and was causing diaphragmatic stimulation. The lv lead was reprogrammed lv ring to coil as that was the only pacing configuration that the lead could pace. The lv lead remains in use. It was additionally reported that the atrial lead had high thresholds. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was programmed off.